Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the rpms were incorrect and the motor was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
The event description is unknown. There was a note on the device stating that it was not working. Did not occur during a procedure. No patient or operator harm. No delay. Product was returned. No additional information was available. During investigation it was found the rpm's were out of specification and the motor needed replaced. There was no adverse event reported as a result of this malfunction.